Manufacturer narrative:
This supplemental report is being submitted to provide additional information. From the device evaluation results, olympus medical systems corp. (Omsc) surmised that scratches on the insertion tube may have contributed to the peeling of the coating on the insertion section. The exact cause of the reported event could not be conclusively determined. However, based on the device inspection result, past similar cases, and instructions in the instruction manual, the coating of the insertion section may have peeled off due to the following stresses on the insertion section. -physical stress such as rubbing or hitting the insertion section. -chemical stress due to deviation from the instruction manual. -stress due to poor storage environment (direct sunlight, high temperature, high humidity, x-rays, ultraviolet rays, etc.) In addition, the following may have caused the instrument channel port to loosen, deform, scrape, rattle, or come off. -the instrument channel port was loosened, rattled, or dislodged due to more torque than expected by design. -the instrument channel port was deformed or scraped due to the interference of the metal part of the endo-therapy accessory or cleaning brush with the instrument channel port when inserting or removing the endo-therapy accessory or cleaning brush. The instruction manual provides warnings about applying external stress to the insertion section, reprocessing method not recommended by the reprocessing manual, and storage of the endoscope in a harsh environment. In addition, the instruction manual instructed the instrument channel port to be checked for looseness, deformation, scraping, rattling, and detachment during preparation for use, so the user was able to detect wear on the instrument channel port. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at (B)(4). As a result of the evaluation, the following was confirmed. The device has not been repaired in the last year. There was a leakage from the bending section rubber. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that the coating of the insertion tube greater than 1x1 square millimeter was peeled off and the insertion section was severely scratched. In addition, the instrument channel port was slightly worn. There was no report of patient injury associated with the event.